Manufacturer narrative:
Device photo evaluation: upon visual inspection of the picture, it was observed that the implant was intact. No anomalies were observed. The photos do not provide enough evidence to determine any visible failure. Hands on analysis should provide the evidence necessary to confirm any failure. All mentor product is 100% inspected prior to release, in addition to thorough in-process testing during several stages of the manufacturing process. An investigation of the evidence provided was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune reaction. Manufacturer¿s reference number: (B)(4).

Event description:
Medwatch number: mw5088508. It was reported that a (B)(6) year-old caucasian female patient underwent an unknown breast surgery with unknown silicone breast implants which the patient reported causing symptoms: hashimotos/hypothyroidism, fatigue/exhaustion, hair loss, dry skin, rashes, eczema, acne, stiff joints, weakened muscles, dry eyes, blurred vision, blurred vision, neck/shoulder/back pain, migraines, weight gain/inability to lose weight, inflammation, food intolerance, worsened allergies, sinus problems, hormone imbalance, slow healing, difficulty swallowing/choking on food and drinks, vertigo, acid reflux, constipation, leaky gut, numbness/tingling in extremities, cold hands/feet, persistent bacterial/viral infections, frequent urination, shortness of breath, general chest discomfort, anxiety, depression. As a result patient had the implants removed on 10/5/2012. This report is for the left side.